Manufacturer narrative:
Pending complaint sample investigation.

Event description:
After the product was reconstituted in the outpatient department, a foreign matter approximately 1 mm in length, resembling a coring fragment, was observed in the solution. Since there were no alternative products available, the hospital decided to administer the product in complaint to the patient. The reporter stated that the reconstitution procedure was performed in accordance with the instructions.

Event description:
After the product was reconstituted in the outpatient department, a foreign matter approximately 1 mm in length, resembling a coring fragment, was observed in the solution. Since there were no alternative products available, the hospital decided to administer the product in complaint to the patient. The reporter stated that the reconstitution procedure was performed in accordance with the instructions.

Manufacturer narrative:
As per the complaint lot history report, this is the first reported instance of stopper coring for lots m5b006* and 563790; therefore, no trend has been identified. The sample was delivered to the takeda vienna manufacturing site and subjected to visual inspection. No particles were observed, as confirmed by the particle identification laboratory. The sample will be transferred to the device laboratory for disassembly and microscopic inspection.

Manufacturer narrative:
No root cause relating to the manufacturing process was identified therefore this complaint is not confirmed. Based on sample evaluation, stopper coring was verified and user technique was suspected to be a contributing factor. The sample was transferred to the device laboratory for evaluation. A functionality check was performed on the baxject ii device and the diluent could be successfully transferred, confirming normal device characteristics.

Event description:
After the product was reconstituted in the outpatient department, a foreign matter approximately 1 mm in length, resembling a coring fragment, was observed in the solution. Since there were no alternative products available, the hospital decided to administer the product in complaint to the patient. The reporter stated that the reconstitution procedure was performed in accordance with the instructions.